Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 03/01/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. The patient's grandmother stated that in the morning, the patient had not gotten up as usual; he was found in bed, diaphoretic and unresponsive with a cgm value of 40 mg/dl. The grandmother and the patient¿s brothers sat the patient upright in bed and gave him apple juice, and glucose tablets. The patient then vomited followed by a seizure and apnea. Emergency medical services was called, and the patient was placed upon his side while waiting for ems. Ems arrived and was unsuccessful in starting an IV. The patient was treated with glucose paste and transported to the hospital where he was treated with IV glucose and carbs. The bg value was not provided at the time of ems arrival or arrival at the hospital. Per the reporter, it took a long time for the patient to regain consciousness. While in the hospital the patient¿s cgm values were approximately 100-points higher than his bg values. Multiple cgm/bg values during and post-treatment were provided: cgm 274 mg/dl, bg 171 mg/dl; cgm 280 mg/dl, bg 174 mg/dl; and cgm 317 mg/dl, bg 175 mg/dl. The patient was released home later that evening. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid post treatment. Product was provided for investigation. The product was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's grandmother stated that in the morning, the patient had not gotten up as usual; he was found in bed, diaphoretic and unresponsive with a cgm value of 40 mg/dl. The grandmother and the patient¿s brothers sat the patient upright in bed and gave him apple juice, and glucose tablets. The patient then vomited followed by a seizure and apnea. Emergency medical services was called, and the patient was placed upon his side while waiting ems. Ems arrived and was unsuccessful in starting an IV. The patient was treated with glucose paste and transported to the hospital where he was treated with IV glucose and carbs. The bg value was not provided at the time of ems arrival or arrival at the hospital. Per the reporter, it took a long time for the patient regain consciousness. While in the hospital the patient¿s cgm values were approximately 100-points higher than his bg values. Multiple cgm/bg values during and post-treatment were provided: cgm 274 mg/dl, bg 171 mg/dl; cgm 280 mg/dl, bg 174 mg/dl; and cgm 317 mg/dl, bg 175 mg/dl. The patient was released home later that evening. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid post treatment. No additional patient or event information is available.